Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported experiencing unexpected stimulation in their left leg. They mentioned that the stimulation was intended for their left hand, but the sensation was also going down to their left leg. While the stimulation continued to work for their left hand, the patient expressed concern about it affecting their left leg as well. Agent asked, pt confirmed that this issue started maybe a month ago. Pt wanted to connect with the representative (rep) for reprogramming. Agent reviewed the role of the rep. The patient was redirected to their healthcare provider and provided the nas number. Pt mentioned that they have not returned to their hcp because their local doctor has been prescribing the necessary medication.

Event description:
Upon further review, patient also commented how they switched programs but it is not the program they were supposed to be on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.